Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed pulsed field ablation procedure, when the patient was being awakened by the anesthesiologist, the patient went into cardiac arrest for a couple of seconds and was resuscitated shortly after displaying a heart failure pattern on the electrocardiogram. A coronary angiography was performed immediately after the cardiac arrest, which did not reveal any embolism or abnormalities, and no coronary spasm occurred. There was no st segment elevation according to physicians, and the cause of the complication remains unknown. After 20 minutes, the patient recovered entirely, no longer displaying heart failure symptoms and presenting a normal electrocardiogram. The patient was kept longer under observation at the hospital. No further patient complications have been reported as a result of this event.